Event description:
Implant surgery 1/74. Hardening of breast occurred almost immediately. On 1/78 closed capsulotomy of the left breast; 3/26/79 removal of herniated (right ruptured) implant. Replaced with new one. On 3/31/79 open right breast for evacuation of clots and old blood. On 6/19/85 explantation of both implants after severe infection develops in right breast. Joint aches (1980), fatigue (1980), raynauds (1976), rashes (1976), dryness of eyes and mouth (1976), numbness and tingling of arm (1976), arthritis (1980). Right breast left deformed because of infected tissue removal.